Event description:
It was reported that while using bd pyxis¿ medstation¿ es auxiliary tower directed nurses to pull the wrong medication . The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: h4. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, pyxis directed the nurse to pull the wrong medication. A field service engineer resolved the issue, but no repair information was received. The system functioned as intended after the field service engineer resolved the issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd pyxis¿ medstation¿ es auxiliary tower directed nurses to pull the wrong medication. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.